Event description:
It was reported that this device could not be interrogated after emt did rescue shocks on pt. The device remains implanted; the pt is in critical condition and physician underscandably does not want to perform surgery at this time.

Event description:
It was reported that this device could not be interrogated after emergency medical technician did rescue shocks on patient. The device remains implanted; the patient is in critical condition and physician understandably does not want to perform surgery at this time.